Event description:
Report rec'd alleging that pt's peritoneal catheter was explanted incorrectly on 04/17/1995 resulting in subsequent reopening of wound and bleeding from exit site. Pt alleges that improper explant also resulted in numerous internal and external infections. Pt was admitted to the ER on 12/20/1996 and exploratory surgery revealed that "a fractured piece of the cuff of a tenckhoff catheter" had been left in the exit site.